Event description:
An erratic axsym creatine kinase-myocardial bands result of 0.4 ng/ml was reported without responding to the "lis" delta check. The pt's previous creatine kinase-myocardial bands result was 29.0 ng/ml the day before. A subsequent creatine kinase-myocardial bands result the following day was 100.0 ng/ml. The account pulled the sample which was reported as 0.4 ng/ml and found that it was clotted. The clot was removed and the sample was repeated. The result obtained was 69 ng/ml. The pt was treated based on the earlier creatine kinase-myocardial bands result of 29.0 ng/ml. No injury occurred.